Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" error code was found in the ventilator's downloaded event log. The device's oxygen blender circuit board was replaced to address the issue. Additionally, the devices blower hours were also found to be too high, the micron filter located inside to be incorrect, the audio pause button to be non-functional, and missing rubber feet. To address these issues, the motor blower, micron filter with tubing, front enclosure buttons, and rubber feet were all replaced. The repair/calibration test that followed was performed and successfully passed.